Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Insulation damage was noted at 25.8-26.8cm from the connector pin consistent with clavicle crush damage. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.